Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with placement of surgisis soft tissue graft (cook medical) due to stress urinary incontinence. It was reported that post implantation patient experienced pain, infection, bleeding and urinary, bowel and neuromuscular problems. It was reported that patient underwent mesh removal, cystoscopy, urethrolysis and bilateral deflux injection on (B)(6) 2007 to treat bladder outlet obstruction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013 (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent cystoscopy and transurethral resection of bladder tumor on (B)(6) 2006 due to recurrent gross hematuria and prior history of cytoxan for non-hodgkins lymphoma with abnormality noted on recent cystoscopy. No additional information was provided. (B)(4).